Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the notches on the duie that are supposed to lock the guide in place of alignment were sheared completely off. The surgery was completed by hand/eye. During the surgery, the first metatarsal fractured.